Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed err67 on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a missing sensor wire upon sensor removal. The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire and housing puck were missing from the sensor pod. The reported event of a missing sensor wire was confirmed. A root cause could not be determined.